Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's son that the customer received emergency medical assistance and got admitted due to low blood glucose on (B)(6) 2017 with blood glucose of less than 24 mg/dl at the time of the incident. The customer's blood glucose could not go over 70 mg/dl. The customer was at 200 mg/dl at the time of the call. The customer was given liquid dextrose to treat. The customer experienced symptoms such as loss of balance. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the caller believes the pump may have over delivered. Customer had an issue with low battery alarms. The customer was also using a recalled set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within spec range. Pump received with normal operating currents. No unexpected low battery alarm during testing. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for five (5) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, or basal anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.